Event description:
Per distributor in (B)(4), valve broke during implant process because surgeon pushed on it with forceps and broke a piece of the housing. The valve was not fitting due to a sizing error. Surgeon is taking full responsibility. Patient not affected and is doing fine.

Manufacturer narrative:
The valve is being examined as of the date of this report, so final conclusions are not yet available. The fracture surfaces will be examined. It is expected that the conclusion will include confirmation that the valve was mishandled intraoperatively ((B)(6)). This conclusion is expected because we have arrived at this conclusion in past broken valve investigations. A final report will not be sent if this is the only conclusion. The IFU clearly warns against use of hard instruments to handle the valve. The distributor reinforced this with the surgeon.